Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead exhibited over sensed noise leading to inappropriate mode switches. No intervention was performed. Patient condition was stable.

Event description:
Related manufacturer reference number: (B)(4). It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right atrial (ra) lead exhibited over sensed noise leading to pacing inhibition. No intervention was performed. Patient condition was stable.